Event description:
Device leaked at the connection of the small catheter and the y joint that attaches to the foley inflation port. Although this particular device didn't come apart, another of the same type did fall apart, which is being sent to the MFR for evaluation.